Event description:
A report was received that during a permanent implant procedure, while the physician was trying to insert the lead, the patient lost motor and sensory nerve functions on his right leg. The physician believed the event was procedure related and decided not to proceed with the implant. The patient was reportedly recovering well after the procedure.